Event description:
As reported, the hooks on the insert pierce the package and the device is no longer sterile. It happened in approximately 5 units over a period of 15 days. The devices involved in this complaint come from different packages. The lot number provided corresponds to the unused sample that was being returned; however, the pharmacist cannot confirm that the 5 units reported come from the same lot number. According to the pharmacist, the clamps caused the piercing.

Manufacturer narrative:
Not returning unit; however, one unused sample was returned and evaluation, reference medwatch no. 2015691-2011-15749. The lot number was not provided; therefore, a device history record review could not be performed.